Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 3000 ohms on two different occasions. The other impedance values were in the 400-500 ohms range. It was noted there were atrial tachy response (atr) episodes stored due to myopotential noise, but there were no pacing pauses on the electrogram (egm). Technical services indicated there was no noise indicative of a lead issue. Technical services recommended programming the ra lead to unipolar pace and bipolar sense. The patient is only paced about 5 percent in the ra. At this time, this pacemaker and competitor ra lead remain in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.